Event description:
The clinician reports, that the implant was inserted (B)(6) 2017 in ada 6 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, mobility and swelling. No further patient complications were reported.